Event description:
Initial report was that a patient had a mammogram and then presented with high impedance. Normal stimulation was turned off, but magnet mode was left on. X-rays received for the patient and reviewed. The generator was placed normally per labeling and located in the patient¿s upper left chest. The connector pins of the lead appeared to be fully inserted inside the connector block, and can be seen coming through the second connector block. The feedthru wires appear to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. The lead visibility varies throughout the length of the lead. The visibility of the lead near the electrode site makes it difficult to assess the presence of a strain relief bend, strain relief loop, and tie-downs per labeling; therefore the strain relief loop and bend were unable to be assessed. A small portion of the lead was seen to be routed behind the generator, and the lead wires appeared intact at the connector pins. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, the visibility of the lead varies and these could not be fully assessed. Based on the x-rays received, the cause of the patient¿s high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. Further information was received that the patient's device was turned back on the day after the high impedance was observed and the patient has "been getting therapy." No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received from the physician's office. It was stated that there are several different vns programmers used throughout the facility and it was unknown which programmer was used on the patient when the high impedance was observed. At an office visit on (B)(6) 2018 (after the high impedance was observed) the patient was interrogated with an older programmer; and good impedance was noted. It was noted during the office visit that the device was intact and that there were no lead abnormalities.